Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a left ventricular assist device (lvad) procedure unrelated to the implantable cardioverter defibrillator (ICD). It was noted that bradycardia following programming changes to doo 90 disabling therapy was noted on the ICD. Cross talk and noise followed by a drop in pacing to 40 bpm for a short period, followed by a return to a normal 90bpm value was observed. Programming changes to sensitivity were made. The issue was resolved. The patient was stable following the procedure.